Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the speaker wire was severed resulting in exposed wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformance's were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the speaker assembly.